Manufacturer narrative:
Correction: b2 hospitalization added. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient did not exhibit any device-related patient symtom/condition

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual decreased of battery depletion from one and a half years down to three months remaining. Reportedly, this device had reached elective replacement indicator (eri), however, an engineering analysis was requested and resulted that this device was depleting in a manner consistent with the low voltage capacitors advisory. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual decreased of battery depletion from one and a half years down to three months remaining. Reportedly, this device had reached elective replacement indicator (eri), however, an engineering analysis was requested and resulted that this device was depleting in a manner consistent with the low voltage capacitors advisory. Subsequently, this device was explanted. No additional adverse patient effects were reported.